Event description:
The customer reported a power issue. Further info from the fse identified that the workstation was failing to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The smart switch pcb was evaluated and identified for replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.